Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to sticky pump. Upon procedure, multiple manipulations were performed and the problem was fixed, the pump was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported observations of difficult to inflate and mechanical non-conformance. The observed misaligned poppet rod was determined the most probable cause of the reported events. Product analysis confirmed pump non-conformance. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, and functionally tested. No visual anomalies were found. Under microscope, it was observed that pump poppet rod was misaligned. It was unknown when the misaligned poppet rod was occurred. The component did not pass the functional test as it did not work during priming cycle stage. Labeling review: a review of the device operating room manual was performed. As stated throughout the manual, "do not squeeze the deflation button and the pump bulb at the same time." The misalignment or displacement of the poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Based on the statements provided throughout the orm, it can be concluded that a problem does not exist in the orm. Investigation conclusion: an overall evaluation conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to sticky pump. Upon procedure, multiple manipulations were performed and the problem was fixed, the pump was removed and replaced with a new one. No patient complications were reported.